Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a flat electrogram (egm). Boston scientific technical services (ts) noted that the flat egm is normal prior to shock delivery. It was also noted while reviewing the stored memory files, that the s-ICD recorded a da code indicative of a data integrity issue. Ts noted that the da error was self-correcting. No adverse patient effects were reported. The device remains in service.